Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an "air limit exceeded" alarm during chemotherapy (delivery rate, volume, and medication unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The shr review was completed and revealed no findings that could have directly contributed to the current complaint. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.